Event description:
It was reported that the patient underwent a cervical procedure for odontoid fracture using the guide wires. When the surgeon inserted the tip of the guide wire in the patient's os odontoideum, the tip of the guide wire broke. The broken tip could not be removed from the bone.

Manufacturer narrative:
(B) (4). Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot # 4500445296, 4500517886, and 4500556243. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.